Manufacturer narrative:
User facility report: (B)(4) was received 18sep2019. Event date was provided as (B)(6) 2019 but patient was not implanted until (B)(6) 2019. Event date is an estimation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient presented with hemolysis requiring exchange to heartmate 3 lvad. Reoperations for bleeding were performed a few days later. Cerebrovascular accident and subdural bleed was found a few days later in the absence of aspirin, heparin, coumadin since pump exchange due to bleeding. Patient had a brain CT on (B)(6) 2019 which found interval development of a small acute nonhemorrhagic infarct right postcentral gyrus. Area of low-attenuation within the left occipital lobe inferiorly is better visualized on this examination suggesting acute to subacute left posterior cerebral artery distribution infarct, and no hemorrhagic conversion. Linear hyperdensity along left lateral margin of the superior sagittal sinus dorsally may represent motion artifact versus small subdural hematoma. No CT evidence of other acute intracranial hemorrhage. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cerebrovascular accident / subdural bleed, non-hemorrhagic infarct, and bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.